Manufacturer narrative:
The device was evaluated and the reported issue was confirmed. A definitive root cause could not be identified. Based on reasonably known information suggests probable causes such as damage or deterioration of parts, physical stress, external factor. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchovideoscope asset device with no reported complaint. During the evaluation of the device, it was observed the distal end had a chip. There was no patient involvement.